Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer loaded a new cartridge to resolve the issue and continued to use the pump for insulin therapy.